Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had the stoppers pop out of the tube. This event occurred 3 times. The following information was provided by the initial reporter: "customer states the tops are popping off in the centrifuge. A multi sample need was used in collection and the tops were not removed prior to being place in the centrifuge."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pop off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had the stoppers pop out of the tube. This event occurred 3 times. The following information was provided by the initial reporter: "customer states the tops are popping off in the centrifuge."a multi sample need was used in collecction and the tops were not removed prior to being place in the centrifuge."